Manufacturer narrative:
On november 23, 2021, the mentor analysis lab received the device for evaluation. Upon return of the device, a decontamination form for the device was provided. This file included the patient's initials which was updated accordingly. Mentor conducted a visual device evaluation which was completed on november 30, 2021. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4),

Event description:
It was reported that a female patient of unknown demographics underwent a bilateral breast augmentation revision with mentor memorygel breast implants, 270cc. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast prosthesis. As a result, the patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
Device evaluation summary: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. According to the information reported, the patient developed capsular contracture. Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).